Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified 100% delamination of the device, crease fold, wear abrasion, and brown particles inside of the shell. A leak test was performed and found delamination on the diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is 100% delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.